Event description:
It was reported that the patient had a driveline fault alarms as far back as (B)(6) 2022. The patient denies any ventricular assist device (vad) issues. The patient was scheduled to has a chest x-ray after appointment. The log files captured multiple driveline faults throughout the history. The patient had a previous driveline repair in (B)(6) 2020. There were also no external power events on (B)(6) 2022. The events on the (B)(6) 2022 appeared to be due to the patient simultaneously disconnecting power from both controller leads. The event on (B)(6) 2022 was caused by power to the mobile power unit (mpu). The mpu has a v-lock connector and there was no know loss of ac power at time of the event. There was no interruption in pump support during the events. Several low voltage and odd power cable disconnects were noted while on battery power. The driveline faults were determined to be due to driveline fracture. X-rays were done and found unremarkable. The patient underwent a pump exchange for documented black wire driveline fracture. Related manufacturer reference report # 2916596-2022-01229.

Manufacturer narrative:
The patient's previous driveline repair was reported under MFR. #2916596-2020-05803. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed driveline wire damage that would have contributed to the reported driveline fault alarms captured in the submitted log file. The submitted log file contained data from 14feb2022 through 21feb2022. Driveline fault alarms were flagged throughout the majority of the file. The alarms corresponded with yellow wrench advisory alarms and occurred while the patient was on 14v li-ion batteries and the mobile power unit (mpu). Pump function was not interrupted; the pump remained above the low speed limit for the duration of the file. (B)(6) was returned assembled with the driveline (dl) cut approximately 8.5¿ from the pump housing and the distal portion of the dl was returned measuring approximately 27.5¿. Three segments of the outer silicone jacket were also returned. Evidence of a previous driveline repair was observed (refer to cs-144791). The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no adhered depositions or thrombus formations. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The dl was tested for electrical continuity and did not reveal any discontinuities or shorts, even with manipulation of the driveline. Following the removal of the driveline layers, slight manipulation to the pump end driveline wires revealed that the black wire completely severed at the pump housing. The damage appeared to be the result of repetitive flexing of the lead in this area, which caused the inner conductors of the wire to break. Additionally, visual inspection of the returned pump end driveline revealed breaches to the brown wire at ~0.5¿ and the black wire at ~1.5¿ from the pump housing. Furthermore, an additional breach to the yellow wire was observed on the internal portion of the distal end driveline segment at approximately 14.5¿ from the pump housing. The breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured wires to its redundant motor phase wire, the fractured inner conductors of the black wire would have resulted in the reported driveline fault alarms. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source using a grounded patient cable, an electrical short to ground could have potentially resulted in pump stop events. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct or simultaneous contact with the metal braided shield while the device was supported by batteries or the ungrounded patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09feb2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit (mpu). If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module or mpu when sleeping; otherwise, the alarms may not be heard. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alarms resolved after the pump exchange and the patient was discharged.